Event description:
Preliminary analysis of the returned device found that the subject device was received jammed inside the inner body of the stent delivery system. The guidewire was kinked and had the polytetrafluoroethylene (ptfe) coating missing at the kinks. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review was not performed since the lot number was unknown. Visual inspection revealed that the inner body of the stent could not be pulled out of the outer body. The guidewire returned was kinked within the inner body of the stent. There were no anomalies observed. During functional evaluation, could not be performed due to the stent being out of the outer body. The inner body bumper marker was just proximal to the outer body distal end. The stent appeared to be deployed by advancing the inner body. The inner body was also pulled from its distal end and the stent was deployed on the lab bench. The stent was removed out of the outer body and there was a lot of friction/resistance while the outer body was being withdrawn. There was blood in the inner body and outer body as well. Information from the complaint indicated that continuous flush was maintained and the patient's anatomy was excessively tortuous. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Preliminary analysis of the returned device found that the subject device was received jammed inside the inner body of the stent delivery system. The guidewire was kinked and had the polytetrafluoroethylene (ptfe) coating missing at the kinks. There was no clinical consequence to the patient..